Manufacturer narrative:
Conclusion: a review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. From the limited information received the valve remained implanted. The common probable causes for leaflet malfunction are due to calcification and/or pannus overgrowth. Without the return of the valve for analysis, a root cause of the leaflet malfunction cannot be determined.

Event description:
Medtronic received information that 6 years 7 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to aortic regurgitation caused by a leaflet malfunction. No additional adverse patient effects were reported.